Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Customer did not provide serial number.

Event description:
It was reported to philips that "not working - bench repair". There was no reported patient involvement / adverse patient impact.